Manufacturer narrative:
Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, tension wiring method was applied to olecranon fracture but the wire (non depuy synthes product) was dislocated postoperatively. Patient had infection and bone piece was dislocated. Surgeon commented that patient has extreme dementia, early stress concentrated on the fracture area and weakened bone fracture caused by infection, there were empty holes. Reoperation (removal of the wiring and plate fixation) was performed using variable angle (va) olecranon plate on (B)(6) 2018. During the reoperation, when the surgeon tried to insert a screw into the second distal screw hole on the plate in question, the screw could not be locked on the screw hole. After inserting screws into all the other screw holes on the plate, the surgeon tried to re-insert another screw into the affected screw hole. However, it also could not be locked. The surgery was completed without inserting a screw into the affected screw hole. The surgery was completed within a 30-minute delay. There was no adverse consequence to the patient. This report addresses the infection that led to the revision procedure. Intra-operative events that occurred during the revision are addressed in (B)(4). This report is for one (1) 2.7mm/3.5mm va lcp olcranon plate this is report 3 of 10 for (B)(4).

Manufacturer narrative:
Sterile part 04.107.302s, lot h632295: manufacturing location: (B)(4) synthes USA. Manufacturing date: may 17, 2018. Expiry date: may 01, 2028. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7mm/3.5mm ti va-lcp olecranon product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was completed: there is no reported product deficiency with the impacted products on this complaint. Therefore only sterilization parameters were reviewed (where possible) and found to be in accordance with the specifications. This lot was released after checking sterilization parameters from supplier. No product related issue could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: initial reported as july 25, 2018 but should have been august 03, 2018. That is when a synthes employee first became aware of the infection complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.